Manufacturer narrative:
Concomitant medical products: unk ulnar component part# 32810502501; lot# 64223119; pin/bushing replacement kit small/regular. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fit of implant is appropriate. Failed hinge pin mechanism with loosening of the humeral component. Mild osteopenia. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk ulnar component. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent elbow arthroplasty on an unknown date. Subsequently, the patient underwent a revision approximately one (1) month ago due to cm hinge pin failure and loosening of humeral component. The hinge pin was replaced, and the original humeral and ulnar components remain implanted. No additional information is available at this time.